Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic pain') and hypothyroidism ('hypothyroidism') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included hypothyroidism and hand operation. Concurrent conditions included uterine prolapse, cystocele, uterine enlargement, cramp in lower abdomen, urinary urgency, urinary frequency, haemorrhoidal haemorrhage, adenomyosis, burning sensation, abdominal pain and abdominal discomfort. Concomitant products included hydrocodone, ibuprofen (ibuprofene), levothyroxine since (B)(6) 2012, morphine, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypothyroidism (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder nos") and post procedural complication ("post removal complications"). The patient was treated with surgery (total laparoscopic hysterectomy (full) : (B)(6) 2019). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, abdominal pain, hypothyroidism, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted for essure removal date. Plaintiff received treatment for pelvic pain, abdominal, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2012: grade 2 uterine prolapse, enlarged uterus with pelvic pain and cramping, dyspareunia and dysmenorrhea, urinary urgency and frequency with grade 2 cystocele.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dyspareunia, dysmenorrhea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event: auto immune disorder , post removal complication were added. Event outcome were updated to recovered: pain , bleeding, dyspareunia, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included hypothyroidism and hand operation. Concurrent conditions included uterine prolapse, cystocele, uterine enlargement, cramp in lower abdomen, urinary urgency, urinary frequency, hemorrhage rectal, adenomyosis, burning sensation, abdominal pain and abdominal discomfort. Concomitant products included hydrocodone, ibuprofen (ibuprofene), morphine, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 1 year 5 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy (full): (B)(6) 2019). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted for essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination on (B)(6) 2012: grade 2 uterine prolapse, enlarged uterus with pelvic pain and cramping, dyspareunia and dysmenorrhea, urinary urgency and frequency with grade 2 cystocele. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: dyspareunia, dysmenorrhea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs & mr received: severity updated for previously reported event ¿pelvic pain¿. New events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia and ¿the patient did not undergo confirmatory test". Concomitant conditions, concomitant drugs, lab data, reporter¿s information and patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and hypothyroidism ('hypothyroidism') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included hypothyroidism and hand operation. Concurrent conditions included uterine prolapse, cystocele, uterine enlargement, cramp in lower abdomen, urinary urgency, urinary frequency, haemorrhoidal haemorrhage, adenomyosis, burning sensation, abdominal pain and abdominal discomfort. Concomitant products included hydrocodone, ibuprofen (ibuprofene), levothyroxine since (B)(6) 2012, morphine, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypothyroidism (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy (full) : (B)(6) 2019). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, bladder disorder, urinary tract disorder, abdominal pain and hypothyroidism outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted for essure removal date. Plaintiff received treatment for pelvic pain, abdominal, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2012: grade 2 uterine prolapse, enlarged uterus with pelvic pain and cramping, dyspareunia and dysmenorrhea, urinary urgency and frequency with grade 2 cystocele. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dyspareunia, dysmenorrhea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: f/u 4 and f/u 5 processed together. Outcome of event pelvic pain from unknown to recovering/resolving was updated. Removal details was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included hypothyroidism and hand operation. Concurrent conditions included uterine prolapse, cystocele, uterine enlargement, cramp in lower abdomen, urinary urgency, urinary frequency, haemorrhoidal haemorrhage, adenomyosis, burning sensation, abdominal pain and abdominal discomfort. Concomitant products included hydrocodone, ibuprofen (ibuprofene), morphine, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6)2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (total laparoscopic hysterectomy (full) : (B)(6)2019). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, bladder disorder, urinary tract disorder, abdominal pain and hypothyroidism outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted for essure removal date. Plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6)2012: grade 2 uterine prolapse, enlarged uterus with pelvic pain and cramping, dyspareunia and dysmenorrhea, urinary urgency and frequency with grade 2 cystocele.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dyspareunia, dysmenorrhea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: abdominal pain , gen. Abnorm. Bleed, hypothyroidism were added. Event verbatim were updated:psychological or psychiatric problems condition: depression/psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.